Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pace impedances. The impedances were 190 ohms. At this time, the rv lead has been surgically abandoned. A visual inspection of the lead during the revision procedure showed the lead was damaged. No additional adverse patient effects were reported.